Event description:
Patient having laparoscopic radiofrequency ablation of hepatoma. Tumor clearly noted on surface of liver just to the right of the falciform ligament on edge of liver. Intraop us performed. Lateral segment of left lobe unremarkable. No obvious abnormality of right lobe. However, just posterior and medial to gallbladder fossa, there was a sonographic abnormality that did not correlate with either CT or mr. Radiology agreed that this finding was not on CT or mr. Due to location, surgeon attempted to biopsy it, however, was unsuccessful from laparoscopic technique. Elected not to open the pt to get a bx. However, did do a tru-cut biopsy of the suspicious lesion just to right of the falciform, and it came back as hepatoma. Surgeon then performed several overlapping radiofrequency ablations of the tumor, varying in size from 2cm to 3.5cm in size in the zones of the ablation. The zones of the ablation were good. Hemostasis noted to be excellent. The percutaneous site from the ablation needle was noted to be warm, actually hot enough to burn just a tiny area of skin around it. Surgeon ellipsed the skin out, and closed it primarily transversely using a running 3-0 monocryl suture. Patient tolerated procedure well. During procedure, the generator stopped twice and a message of "device failure" was on the screen. It was reset. It appeared to work fine each time after reset.